Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. The clip delivery system is reportedly not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2015, the patient with degenerative mitral regurgitation underwent a procedure to treat mitral regurgitation of grade 3-4. The mitraclip device was prepared per instructions for use and no issues were noted. The device was inserted and steered down to the mitral valve. Attempts were made to grasp the leaflets; however, difficulty was noted during grasp attempts. The posterior annulus was calcified with a thin posterior mitral leaflet. The echocardiography was difficult due to the calcification. Leaflet assessment was performed and the mitral regurgitation was reduced. The mitraclip was deployed and resistance was noted during retraction of the actuator knob. The clip detached from the posterior leaflet, remaining attached to the anterior leaflet. Post procedure mr grade was 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty grasping the leaflets and single leaflet device attachment (slda) appears to be related to patient morphology/pathology. However, the investigation concluded that a definitive cause for the actuator knob retraction problem could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.